Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to be in backup vvi mode due to event queue overflow of the merlin transmitter. A firmware download was performed and the patient is in stable condition.